Manufacturer narrative:
No motor error or excessive no delivery alarms noted during testing. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was 20 mmol/l. No further details were provided.